Event description:
It was reported by the or staff that when they were examining the hospital's newly-opened blade by feeling with their hand to see how much strength it actually had, the outer tip broke off. There was no patient impact.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product has been received, and analysis is expected. Method - no testing methods performed. (B)(4).